Event description:
The patient was wearing a pod on the leg for approximately 37 to 48 hours when pain was experienced at the pod site during wear. On (B)(6) 2026, the pod was removed at home by the legal guardian (lg), after which swelling, a lump, and drainage were observed at the site. Blood glucose was reported as 14 mmol/l (252 mg/dl). Following pod removal, lg contacted the hospital diabetes team and was advised to seek medical care. The patient was evaluated by a general practitioner on (B)(6) 2026 and was diagnosed with a pod-site infection. Antibiotics were prescribed; however, the medication was taken once and not continued due to taste intolerance. The medical visit lasted approximately one hour. The pod was not worn during medical attention and is not available for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.